Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that continued high right atrial (ra) threshold measurements, high out of range pacing impedance measurements greater than 2,000 ohms and oversensing was observed. Additionally, noise and oversensing was observed on the right ventricular (rv) lead that resulted in less than two seconds of pacing inhibition. An invasive procedure was performed. The leads were surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.